Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link access connector was leaking. The reporter stated that the one-link access connector does not fit properly in the needleless IV tubing which is causing the leak. The reporter stated that the one-link access connector does not lay flat when used as an IV hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.